Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-05673 it was reported that the customer received as call from the patient at 0715 on 25sep2021 with reports of the controller alarming. The alarm started as a yellow wrench with no display and then it turned into a hazard broken red heart with no green circle. During both alarms, an appropriate audible tone was heard, however, the display screen was not working. The patient reported having showered and not having had the bag appropriated closed. The system controller was wet. At that time patient was emergently brought into the hospital. Upon arrival, it was verified pump was off via auscultation and echo. Given the estimated amount of time the pump was off (90 min) the team decided not to attempt to restart vad due to the risk of the potential to throw clots. The pump stop caused unstable hemodynamics and the patient was medically managed. The patient was in the cardiothoracic intensive care unit (cticu) on pressors and intubated. The patient had a poor prognosis and will not be receiving a pump exchange. The plan of care was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a pump stop could not be confirmed as no log files were submitted, and no log files could be retrieved from the returned system controller due to corrosion. A specific cause for the pump stop could not be conclusively determined through this evaluation. The account reported that the system controller was alarming with a yellow wrench that turned into a red heart, but the display and the pump running symbol were off (reference controller investigation). The patient reported showering without the shower bag properly closed, and the system controller was wet. The account confirmed that the pump was off, but chose not to restart it as it had been off for approximately 90 minutes. The patient remains implanted with heartmate ii left ventricular assist system (lvas), serial number (B)(6), but ventricular assist device (vad) support was terminated. No product is available for evaluation. The heartmate ii lvas instructions for use (IFU) and patient handbook address all hazard and advisory alarms, including the pump off alarm, as well as how to respond to each alarm condition. Furthermore, the patient handbook cautions all patients to call their hospital contact if they think, for any reasons, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, addresses hazard and advisory alarms, as well as how to respond to each alarm condition. The heartmate ii patient handbook, document cautions all patients to call their hospital contact if they think, for any reasons, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.